Event description:
Patient was having their blood drawn and the needle being used by the technician started to leak blood into the hub (the part of the needle that the tube is placed into). The technician was able to fill most of the tubes before the hub filled with blood but ended up needing to stick the patient again to obtain the last few tubes.